Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right atrial (ra) lead exhibited loss of capture and poor sensing. Imaging confirmed that the lead was dislodged. The ra lead was explanted and replaced. The patient was in stable condition.

Event description:
New information received notes that the right atrial (ra) lead failed to sense. Fluoroscopy confirmed that the ra lead was dislodged.